Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery with his artificial urinary sphincter (aus) due to his pressure regulating balloon (prb) herniated. The aus prb was explanted and a new 61-70 cm prb was implanted in its proper space. The new prb was cycled and was functioning properly after implant. No further patient complications were reported in relation to this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect details of pressure regulating balloon herniation, and patient outcome.

Event description:
It was reported that the patient had a replacement surgery with his artificial urinary sphincter (aus) due to his pressure regulating balloon (prb) herniated. The aus prb was explanted and a new 61-70 cm prb was implanted in its proper space. The new prb was cycled and was functioning properly after implant. No further patient complications were reported in relation to this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the pressure regulating balloon (prb) herniated from the prevesical space to the just underneath the skin. The patient's aus functionality was restored after the procedure.